Event description:
The manufacturer received information alleging a trilogy evo's lcd screen was blacked out and could not be viewed. There was no harm or injury reported. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.